Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing (4 mins 35 seconds; 27,569 joules), during the prostate procedure. The physician indicated the fiber fired for approx 5 seconds before noticing the change in the direction of the beam. The procedure was completed with a second fiber. The pt did not require any additional treatment as a result of this incident.